Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative checked connections on the joystick control. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the joystick control would not function properly on the 9900 system. No patient injury was reported.